Manufacturer narrative:
The complaint was originally reported voluntarily by the patient's mother, via MDR report # mw5186917. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone11.8, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent that the patient received 41 units of insulin on board without instruction. Blood glucose level was reported to be 40 mg/dl. Symptoms reported include; nausea, dizziness pale skin, racing heart and hot skin. The parent was instructed to remove the pod. The patient was treated at home, by consuming food to raise blood glucose levels. It was reported that the patient was a new omnipod user and their settings could have been programmed incorrectly and they were encouraged to review the settings, with their doctor. Not applicable as this event is not reportable.